Manufacturer narrative:
The event product was returned to applied medical for evaluation with one rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is to follow up medwatch report #mw5066836.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event. This report is to follow up medwatch report #mw5066836.

Event description:
Laparoscopic ventral wall hernia repair - "the 5mm trocar inner sleeve which is closed but does have small holes in the inner sleeve had a piece of something black inside the trocar. The entire trocar and package were taken to the spd manager. Trocar was replaced but the patient will have to be monitored for infection post surgery." Additional information received via email from customer on (B)(6) 2017: it appeared to be the entire seal component that was noticed in the trocar. It did not fall into the patient. A grasper was being used to insert and noted black substance at trocar tip. Type of intervention: na. Patient status: no adverse event. Patient will have to be monitored for infection post surgery.